Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the lip ring was damaged of the insulin pump. The customer's blood glucose value was 11.3 mmol/l at the time of incident. Customer reported that the insulin pump was cracked on back side of battery. Customer assisted with troubleshooting. The customer advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a hairline crack on the battery tube. (B)(4).